Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not logging data despite being in use. Reportedly, the pump did not declare any alerts or alarms due to the reported issue. Blood glucose level was 98 mg/dl. Reportedly, the customer continued using the pump for continued insulin therapy.